Event description:
It was reported that pairing failure occurred on (B)(6) 2022 for transmitter with serial number (B)(4). It was indicated the patient started their transmitter past the 'use by' date, which is off-label usage of the device. However, transmitter with serial number (B)(4) was returned for evaluation. An external visual inspection was performed and passed. Voltage test was performed and passed. Nordic bluetooth pairing test was performed and passed. Bin file analysis was performed and failed. A review of the data log was not available and because the transmitter was not found for serial number (B)(4) within the investigation window. The allegation was confirmed. The probable cause was determined to be a failed transmitter error. The reported event of pairing failure is reportable based on transmitter was not found. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).